Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-04122019-0000614771 submitted for adverse event which occurred (B)(6) 2015. Mwr-04122019-0000614772 submitted for adverse event which occurred (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2015 due to hernia recurrence and adhesions. It was reported that the patient underwent another mesh revision on (B)(6) 2016 due to hernia recurrence and adhesions. Other procedure is captured in a separate file. Other procedure is captured in a separate file. No additional information was provided.